Event description:
It was reported that the customer had difficulties with charging the pump battery due to a need to adjust the cable to establish a connection. There was no adverse impact to the customer's blood glucose level. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.